Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was turned off for approximately 4 weeks, and upon turning the pump back on the time was inaccurate. Tandem technical support guided the customer through adjusting the pump time. Customer's blood glucose level was 130 mg/dl.